Event description:
The user facility reported to baxter that the device failed to alarm the downstream occlusion as expected during incoming bio-medical inspection testing. There was no patient involvement associated with this event.

Manufacturer narrative:
During baxter's evaluation, it was concluded that the reported condition, failure to alarm downstream occlusion test, was unable to be confirmed as the device was tested and it performed within specification. The pump's pressure/down stream occlusion recorder was 27.0psi. The recommended specification 22 +/- 10 psi. The device was tested per procedure and released for clinical use to the facility on 02/03/2008.